Event description:
It was reported to medtronic minimed that the customer experienced a hyperglycemia, and elevated ketones/diabetic ketoacidosis. The customer reported hyperglycemia, elevated ketones/diabetic ketoacidosis, nausea, vomiting treated with insulin pump (subcutaneous insulin infusion), no treatment, no treatment, no treatment. No troubleshooting was identified. The event involved product(s) mmt-1884, mmt-381a, mmt-332a, mmt-7040a. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event and the the auto mode/smart guard feature at the time of the event. No further patient complications were reported. It was unknown whether the customer will continue using the insulin pump. No product return is required for mmt-1884. No product return is required for mmt-381a. No product return is required for mmt-332a. No product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Downgrading the case as per the med safety comment (removal of 2364 dka , 1970 nausea, 2144 vomiting and t003, as notes do not confirm dka, listed symptoms, or treatment of dka.), the case is not serious injury and hence the case is not reportable.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.